Event description:
It was reported that during an unknown procedure "clipper handle felt shaken and loose did not feel adequately a fixed the clip. New one opened." It is unknown how case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned partially fired and with a clip in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 8 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.